Manufacturer narrative:
Vyaire medical file identification: (B)(4). Service technician was able to verify customer's reported problem turbine noise. All testing performed with good known test ac adapter and patient circuit connected. Technician powered on device and an abnormal emits. Bench testing reveals turbine (p/n 10126, s/n (B)(4)) is creating the non-conformance. Replaced turbine with a good known test turbine and reported problem was resolved.

Event description:
The customer reported bad turbine issue on the lap top ventilator 1200. The customer confirmed that there was no patient involvement associated with the reported event.